Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013, patient reported the display on the infusion device is incomplete. Patient stated, she noticed the concern 8 months ago, (B)(6) 2012. Patient reported, the display looks like a "fish" is behind the actual screen. Patient stated, the display looks like an etch-a- sketch with a figure etched into the display. Patient reported, she could not read the basal rates or the bolus rates very well. Patient stated, she tried inserting new batteries into the infusion device and the "fish figure" still remains blocking the insulin rates. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.